Event description:
Clinic notes dated (B)(6) 2014 note that the patient was concerned about the vns functioning properly because the patient had experienced more seizures than usual. It was noted that the device was interrogated and functioning properly. The patient's medication was increased. Clinic notes dated (B)(6) 2014 note that the patient experienced six seizures since (B)(6) 2014 despite increasing the patient's vimpat at the previous visit. It was noted that device diagnostics were within normal limits. Device settings were changed from 3ma to 3.25ma. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
This event is a duplicate of what was previously reported in MFR. Report # 1644487-2015-03540.

Manufacturer narrative:
.